Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight for the patient in question. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance. Upon arrival the fse performed a high sensitivity (hs) system check which failed the nofoam portion. This would indicate possible splashing within the incubator track area of the analytical module. The fse then replaced the incubator belt and the associated bearings, pulleys and clips. A second hs system check failed the nofoam portion again. The fse then replaced the analyzer's wash pump, precision pump, fluidics manifold and analytical module in order to correct the failure. After the repairs were completed the fse performed a system check, assay calibration and a fifty (50) replicate precision test. All verification testing passed within published performance specifications. In conclusion, a hardware malfunction is the cause of the non-reproducible elevated access accutni+3 result obtained. Multiple hardware parts were repaired/replaced by the fse which corrected the issue. These parts are considered contributors to the erroneous result, although no one part can be implicated as the sole contributor to this event.

Event description:
The customer reported obtaining a non-reproducible elevated troponin I (access accutni+3) result for one (1) patient on the laboratory's access 2 immunoassay system serial number (B)(4). The elevated result was questioned by the patient's physician as the patient's previous access accutni+3 result from the day prior, (B)(6) 2016, was within the assay's normal reference range. The customer reanalyzed the patient's sample and obtained a lower result within the assay's normal reference range. Two (2) additional draws from the patient in question also resulted within the assay's normal reference range after the event. The initial elevated access accutni+3 result was released from the laboratory. There was no report of change to or impact to patient treatment in conjunction with this event. System performance indicators such as quality controls (qc) and system check were performing within the laboratory's and instrument's established ranges at the time of the event. The patient's sample was collected in a heparinized plasma tube with a gel separator which was centrifuged for ten (10) minutes at 3,000 rpm (revolutions per minutes) at room temperature. The sample was analyzed on the instrument from an insert cup. There was no report of sample integrity issues in conjunction with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance.